Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the hospital after feeling symptomatic and experiencing syncope multiple times. This crt-p could not be interrogated while in the emergency room (ER). Technical services (ts) found that this device was in safety mode. It was noted that this patient was dependent on pacing. Device replacement was performed with a new crt-p being successfully placed. No additional adverse patient effects were reported.